Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011; inratio: 2.7; re-test: 1.7; re-test: 1.7. For the 1.7 results, used multiple drops of blood, one of the tests had missed the green light target, so used another drop onto the strip.